Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The patient did not recall any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to another medtronic insulin pump. The customer was advised that insulin pump in warranty will be returned and replaced on wednesday as per patient request.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button alarm noted during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.